Event description:
Female out-patient present for an MRI of right thumb. MRI system is a siemens tim symphony 1.5 tesla magnet. System running siemens syngo software version. Pt was placed on the MRI table in the supine position with her left arm placed over her head as the pt would not fit into the bore of the magnet with both arms down by her side. Pt right thumb was placed in an MRI surface receive only wrist coil. The MRI technologist slowly using the bore table controls slowly moved the pt into the bore of the magnet. The MRI technologist was in the direct field of view insuring that the pt's left arm that was raised over her head was not scraping the bore of the magnet. The pt, while the MRI table was moving into the magnet bore, suddenly jerked her right hand/thumb out of the MRI wrist coil and jammed her left arm that was over her head into the bore of the magnet. The MRI technologist immediately stopped the MRI table movement and attempted to have the pt keep her arms still, so she could be safely removed from the bore of the magnet. The pt reported to a physician that she works with that she suffered a long abrasion of the forearm and lasting pain in the arm and shoulder. The pt is severly diabetic and skin integrity with wounds is a problem. The pt was going to seek outside care for this medical problem. Diagnosis or reason for use: r/o thumb ulnar collateral ligament tear.